Event description:
There was an allegation of questionable trigl triglycerides and hdlc3 hdl-cholesterol plus 3rd generation results for 2 patient samples on a cobas pure c 303 analytical unit. This medwatch will cover hdl. Refer to medwatch with a1 patient identifier (B)(6) for information on the trigl results. For sample 1, the initial hdlc3 result was 181 mg/dl. The repeat result was 39.4 mg/dl. For sample 2, the initial hdlc3 result was 126 mg/dl. The repeat result was 43.9 mg/dl.

Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Manufacturer narrative:
Section d product information has been updated, as well as g1 manufacturing site and g4. Corrected patient result information was provided on (B)(6) 2024. The correct hdl repeat result for patient 1 was 193 mg/dl. The alarm trace did not contain a conspicuous event. The field service engineer (fse) changed and adjusted the gear pump head, rinsed the cuvettes, unclogged the rinse arm manifold, decontaminated the syringes, and adjusted the pipette and cuvette washes. Based on the available data, a general reagent issue could be excluded. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.